Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker stored atrial tachy response (atr) episodes with device sensing concerns. Upon review of the egm, ts stated that possibly due to current device setting atrial undersensing which led to competitive pacing on the atrial channel was observed. It was also noted that the device appeared to be farfield oversensing. Ts recommended device reprogramming to the hcp. This device remains in service. No adverse patient effects were reported.